Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified dark debris and patterns of two different directions are seen in the conical taper. One type of pattern runs in a circumferential / thread like direction. The second pattern runs in a vertical direction to the taper. The liner was returned with no significant damage noted. The stem was not returned. The head was sent to sem analysis. Results: the taper of the returned device was reviewed via optical microscopy and was assigned a score of 4. A score of 4 corresponds to damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Root cause remains unchanged from previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: item number 00784301356 item name femoral stem beadedfullcoat 12/14 necktaper lm ody ext.offset size 13 13 mmdistal dia. 160 mmlength lot # 61023579. Item number 00801803203 item name femoral head sterile product do notresterilize 12/14 taper lot # 61542839. Item number 00625006525 item name bone scr 6.5x25 self-tap lot # 61563807. Item number 00625006530 item name bone scr 6.5x30 self-tap lot # 61504853. Item number 00620005222 item name shell porous with clusterholes 52 mm o.d. Lot # 61429548. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial hip arthroplasty procedure on (B)(6) 2010 due to osteoarthritis. Records confirmed the elevated metal ions. No revision notes were provided. Provided records have very limited information. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00120, 0001822565 - 2021 - 00273.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a left hip procedure and nine (9) years later underwent a revision surgery due to elevated cobalt levels, pain, and instability. Impacting his adl's, physical and mental suffering, physical disabilities and expenses. Attempts have been made and additional information on the reported event is unavailable at this time.